Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 17388855 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of a super torque marker catheter, it was reported that the markers on pigtail detached and on multiple sites rendering catheter unusable. There was no report of patient injury. The product will be returned for analysis.